Manufacturer narrative:
(B)(4). Date of event estimated. Date of therapy estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional devices referenced are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). Evaluation summary: the stopcock was returned with no damage noted to the stopcock. Functional testing confirmed the reported leak in the stopcock. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.

Event description:
It was reported that during the procedure, the physician attached the stopcock included in the priority pack to an unspecified dilatation catheter and attached a syringe. Negative pressure was pulled and leaking was noted at the stopcock. The stopcock was removed and the syringe was attached directly to the dilatation catheter balloon. There was no adverse patient effect and no clinically significant delay. No additional information was provided. This case represents the 10 returned sterile devices which have been tested and found to have leaks only.